Event description:
Pt with 8cm barrett's dysplasia underwent halo ablation procedure developed dysphagia and dilated. Dilation was repeated a month later. There was no reported malfunction for the device, and no association between the event outcome and the device performance could be established.